Event description:
It was reported that the display on the external pulse generator was cracked. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the display was not cracked. It was noted that the upper and lower cases were broken, the display lens was cracked, the battery release was contaminated, one bail cover was broken, one bail cover was missing, the ring cover was contaminated, one case screw was missing, the lead flex cover was broken, the battery contacts were compressed, the battery drawer was broken, the keyboard was damaged, and the main printed circuit board (pcb) was out of electrical specification. Further analysis was performed on the main pcb, this analysis found that a capacitor component failure caused the device battery removal test failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.